Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (insufficient abdominal pressure) could not be conclusively determined. However, based upon the reported information, omsc surmised that this phenomenon was attributed to the gas leakage from the subject device. In addition, since the subject device was used again without being returned to olympus, it was surprised that the gas leakage was caused not by the failure of the subject device but by the influence of the connection status with the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the myomectomy using the subject device, it was found that there was leakage from the carbon dioxide supply tube connected to the rear of the subject device, which caused insufficient abdominal pressure. Then the engineer of the user facility immediately repaired the subject device and the intended procedure continued and completed using the subject device. The user sated that the subject carbon dioxide supply tube had been replaced. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.